Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that after the first clip was placed into the er320 jaws, the device was placed on the cystic artery and the surgeon noticed that the clip was not well fixed into the jaws. Then the surgeon took the device out and tried it in the operating field. During actioning the device, the jaws crossed forming a clip closed in a "x" shape. A competitors clip applier was used to complete the case. There was no consequence to the pt.